Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) would not power up. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval, the charger/modem would intermittently not power up. The cause of the inability to power up was likely due to a flash memory failure (components u102 and u105) on the c/a board. The flash memory likely had an intermittent bga connection, which was likely caused by a fractured solder connection induced by mechanical stress. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective battery charger. The last pt to use this battery charger did not report any deficiencies.